Event description:
The customer contact reported the device touchscreen was not working and does not sense touch. The device was returned to the biomedical department for an unspecified clinical area for an unspecified reason. It was reported there was no patient involvement. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen responded and could be calibrated; however, the keys were out of alignment. The probable cause was due to dry contamination on the bottom edge of the touchscreen caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.